Event description:
It was reported that this pacemaker is operating in safety mode, which permanent limits device function. Technical services (ts) recommended immediate device replacement; however this patient is abroad and unavailable for immediate replacement. This investigation will be updated when further information becomes available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker is operating in safety mode, which permanent limits device function. Technical services (ts) recommended immediate device replacement; however, this patient is abroad and unavailable for immediate replacement. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. The patient was admitted to intensive care after asystole due to pacing inhibition. This pacemaker was successfully replaced and was to be returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker is operating in safety mode, which permanent limits device function. Technical services (ts) recommended immediate device replacement; however, this patient is abroad and unavailable for immediate replacement. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. The patient was admitted to intensive care after asystole due to pacing inhibition. This pacemaker was successfully replaced and is expected to be returned to boston scientific. No additional adverse patient effects were reported.